Manufacturer narrative:
The device will be replaced.

Event description:
It was reported that brakes will not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.